Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the power supply (part number: 0014-00-0033e05). The iabp was tested to factory specification. It functioned normally and was returned to the customer.